Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the ccd module with drive pcb cloudy (not clear view), the air/water nozzle missing, the serial number plate missing, the lg connector leak, the aft suction tube dirty, the insertion flexible tube worn out, and the light guide cable worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).